Manufacturer narrative:
Additional information: the mean age for all patients involved in the study was 64.7+/-9.6 years. Additional information: the study involved 34 men and 11 women. Additional information: the study took place between march 2012 and july 2012. The abstract was published january 2014. The devices were not returned and the lot numbers are unknown; therefore a physical investigation or lot history review could not be performed. However, product release at cardinal health is contingent upon the successful completion of lot release testing. Based on the reported information, the root cause of the reported event could not be conclusively determined; however, it was reported that the patients involved in the study were high-risk thrombocytopenic and coagulopathic oncology patients with platelet counts less than 100 k/mul (mean, 65.8 k/mul; range, 32-94 k/mul). This patient population is at higher risk of bleeding events. It should be noted that per the instructions for use (IFU) for the mynx product family of devices, the safety and effectiveness of the device has not been established in patients with bleeding disorders such as thrombocytopenia (platelet count <100,000/mm3), hemophilia, von willebrand's disease or anemia (hgb <10 g/ dl, hct <30%). Should additional relevant information become available, a supplemental report will be submitted. Citation: shah, s. S., et. Al, (2014, january). Prospective evaluation of the safety and efficacy of the mynx vascular closure device in thrombocytopenic patients [abstract]. Journal of vascular and interventional radiology. Conference: international symposium on endovascular therapy, 25 (1): 155.

Event description:
During a single-institution prospective study that evaluated the safety and efficacy of the mynx cadence and mynxgrip devices for closure of arteriotomy in high-risk thrombocytopenic and coagulopathic oncology patients, it was reported that 1 out of 34 patients (2.9%) in the mynx cadence device group was transfused with packed red blood cells after presenting to the emergency department 2 weeks after arteriotomy closure. All patients underwent common femoral arteriotomy closures after transarterial chemoembolization (tace) or transarterial radioembolization (tare) for treatment of hepatocellular carcinoma (hcc) with thrombocytopenia. In all cases, a 5f common femoral arterial access was utilized. None of the patients studied experienced major complications requiring additional percutaneous or surgical intervention. Additional information was requested, but is not available at this time.